Event description:
A medtronic ent rep reported that while using the fusion system they had registered the pt and navigated successively and then all the instruments stopped tracking. The surgeon decided to discontinue the use of navigation. There was no impact on the pt's outcome reported.

Manufacturer narrative:
The system and instruments were tested on-site and the alleged malfunction was not able to be replicated by medtronic personnel. The system, emitter and all tools tracked successfully during testing. The site has performed two cases since this case with no issue.